Manufacturer narrative:
H6: investigation summary: no photo or sample was provided with the customer's complaint of broken lid, the supplier has been made aware of this issue and if this persists, please send a sample so that an investigation can take place and a root cause of failure can be determined. Due to limited supplier response, the DHR for this device is currently unavailable. H3 other text : see h10.

Event description:
It was reported that the bd recykleen¿ foot-operated trolley sharps collector closing latch was damaged, causing the lid to slam closed and lock. The following information was provided by the initial reporter: "the closing mechanism on the chemo bucket cart slams closed so hard that the chemo bucket lid locks."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd recykleen¿ foot-operated trolley sharps collector closing latch was damaged, causing the lid to slam closed and lock. The following information was provided by the initial reporter: "the closing mechanism on the chemo bucket cart slams closed so hard that the chemo bucket lid locks."